Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was not reported to the physician. The sample was run on an alternate analyzer and a negative result was obtained. The sample was repeated on the original analyzer and a negative result was obtained. Patient treatment was not altered or prescribed as a result of this incident. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
A siemens healthcare diagnostics representative was dispatched. Maintenance was done. The instrument is performing as designed. No further evaluation of the device is required.